Event description:
It was reported that the lv and rv leads were replaced, due to high thresholds and the "patch system failed." There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned and analyzed. No anomalies found; proximal segment returned and analyzed. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed. (B) (4) no anomalies found; proximal segment returned and analyzed. Proximal segment.

Event description:
It was reported that the lv and rv leads were replaced due to high thresholds and the "patch system failed." There were no reported patient complications as a result of this event. Edited 30-apr-2010, the device was not implanted. No patient complications have been reported as a result of this event.